Event description:
One-step CPR pads connected to the zoll x series in ICU were noted too be defective during routine testing of the zoll. Operator was unable to discharge the 30j test due to ¿check pads¿ reading on screen. (It should say ¿pads short detected. Select 30j to test¿). Of note, per instructions from zoll, we are leaving the one-step pads connected to the cable for routine testing. We are no longer using the black test connector for the 30j routine test when using the one-step pads. The particular zoll would effectively perform the 30j test if connected to the black test connector, thereby confirming that the cable itself was functioning properly. When a new set of one-step CPR pads was connected to the cable, the 30j test was able to perform as expected. The defective set of pads was tested on a different zoll, and again, ¿check pads¿ displayed on the screen, confirming that it was the pads that were defective. Of note, the pads had not been opened for damaged. FDA safety report ID # (B)(4).